Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of slack, related to high pacing thresholds and loss of capture. During lead revision helix would not extend. A new lead was used. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of slack, related to high pacing thresholds and loss of capture. During lead revision helix would not extend. A new lead was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, electrical and mechanical tests with stylet insertion. Lead was determined to have met specifications. Product investigation does not provide any additional information.